Event description:
The customer contacted abbott regarding calibration failure for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer reported the instrument had been checked, therefore, a new lot of reagent was sent to the customer. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.